Event description:
Caller reported that t:slim x2 pump battery would not charge and the device screen was dark, preventing confirmation of a power source alert. Multiple attempts to resolve the issue using different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup insulin therapy. The pump was out of warranty, but the caller showed interest in obtaining an out-of-warranty loaner pump.